Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
This is report 2 of 2 for (B)(4). It was reported by the distributor that they received a complaint against two pdl114 lot a7oa11. According to the report, the center metal clamp has fractured close to the pinned side of both devices. It was reported that both devices broke in the same exact way. There was no procedure nor patient involvement. No additional information was provided. This report is for one vertebral body spreader- angled device. This complaint involves two devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: part: pdl114. Lot: a7oa11. Manufacturing site: tuttlingen. Release to warehouse date: week 11, 2005. A review of the device history records (DHR) is not possible, the DHR is no longer available due to the age of the instrument (over 16 years old). The photos were returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received images. Visual analysis of the photos revealed that the vertebral body spreader- angled were broken at the leaf springs. No other anomalies were noted. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (over 16 years old). As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the vertebral body spreader- angled. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.